Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A sys alarm occurred during a routine hemodialysis treatment. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed. The user's guide states to power cycle the sys and perform rinseback if the alarm recurs. The cycler continues to be used for treatments without further problems. There is no evidence of a device malfunction. Nxstage medical considers this report closed. No add'l info will be provided.